Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands it was reported that the patient experience low blood sugar which resulted in hospitalization. Patient received IV at the ER. No further information available.